Event description:
It was reported that, "surgeon commented that primary baseplate was implanted in valgus and required removal and implantation of new baseplate with stem. Baseplate was removed, surgeon recut tibial and implanted #1 universal baseplate, #1 16 mm cs insert, and 12 x 50 mm cemented stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.